Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported they thought their "battery or something was shot' because they have been unable to charge the neurostimulator (ins) battery up since a couple of days ago. When asked what occurs when try to charge the ins pt replied "nothing". When patient services (pss) began process to troubleshoot devices, pt remarked it wasn't going to do any good b/c they had tried all of that. Later, pss followed up with pt for troubleshooting by having pt make sure nothing was plugged into controller (ptm), remove the lithium (li) battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt stated the ptm did "not" power on with power supply. Pt did not have aa alkaline batteries to test ptm. Pt said they did not detect any damage to the bp or ac power supply confirming there was a secure connection with ptm. The controller had not been powering on with the bp and without the bp. A replacement controller, battery pack, and ac power supply were sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial# (B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial# (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.